Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 40x2.5-3.5mm, eccentric, de novo, 80-90% stenosed target lesion was located in a mildly tortuous and mildly calcified proximal left anterior descending (lad) artery. After the introduction of a non-bsc guide catheter, pre-dilation was performed with a 2.5/20 unspecified balloon catheter. Following predilation, a 32x2.75 omega¿ stent was selected for use and advanced but failed to cross the lesion. Upon removal of the device, it was noticed that the stent shaft got kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 40x2.5-3.5mm, eccentric, de novo, 80-90% stenosed target lesion was located in a mildly tortuous and mildly calcified proximal left anterior descending (lad) artery. After the introduction of a non-bsc guide catheter, pre-dilation was performed with a 2.5/20 unspecified balloon catheter. Following predilation, a 32x2.75 omega stent was selected for use and advanced but failed to cross the lesion. Upon removal of the device, it was noticed that the stent shaft got kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an omega stent delivery system (sds) with stent and no other devices. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded with the stent secured on the balloon between the markerbands. There was a complete hypotube separation 18cm from the strain relief. The fracture face was oval shaped, as if kinked prior to separation. There were numerous kinks throughout the hypotube. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Manufacturer narrative:
(B)(4).